Event description:
A cc4204a collamer single piece lens was returned with the note "possible capsule tear-used amo lens-no sutures or vitrectomy". Further info was requested but none forthcoming. If any additional info is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Work order search. Results: the visual inspection of the lens showed a piece of a haptic plate was torn off and missing. Both sides of the optic and haptic were checked for rough/sharp edges and were found to be acceptable. A work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and the inspection of the lens, a specific root cause of the event could not be determined. (B)(4).